Event description:
The daughter of a (B)(6) female patient contacted zoll customer support to report constant "check therapy electrode (te) pad" messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the open pulse wire. In addition, the ECG c and d cable was pulled from the strain relief. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The patient received a replacement electrode belt.